Event description:
The patient received a chin implant via an internal approach. The implant was pre-soaked in antibiotic saline. The implant was sized by the doctor by creating a template out of suture material and placing the template directly over the chin. The doctor stated that the implant was sized twice prior to final positioning. The implant was not protected when exposed to the oral mucosa. The patient was placed in chin strapping to help eliminate any immediately mobility of the implant. The implant was not fixed. The patient was placed on a restricted food and beverage diet and post operative antibiotics. The patient developed an infection twenty-five days after surgery. The patient did not want to bother with the possibility of a long treatment process and elected to have the implant removed. After the infection was resolved, the doctor filled the dormity with a dermal filler. We contacted the doctor in march of 2005 to determine the patient's health after the implant was removed. The doctor stated that the patient is doing well.